Event description:
Boston scientific received information that this the patient implanted with this implantable cardioverter defibrillator (ICD) experienced pacing inhibition due to oversensing of atrial activity by the right ventricular (rv) lead. The patient is pacer dependent experienced asystole greater than two seconds. The sensitivity was increased and the device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.